Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed that device will not turn on/device not functioning, other thermal issue (detail/notes), difficulty breathing/short of breath, pressure inconsistent. No sd card returned. No other peripherals or accessories were returned with the device. Product investigation laboratory-initiated therapy with the device and verified airflow, using the product investigation laboratory supplied power supply, ac power cord. A pressure test was performed to confirm that the air pressure was working within specifications due to a complaint of pressure incoincident. Pil verified proper pressure was being administered by using a manometer with a 6-foot long 15mm tube and using the setup shown in the dreamstation asv user manual. Pressure was set at 4.0 cmh20, ramping up to 25.0 cmh20 over a 5-minute period. The manometer had shown 4.0 cmh20 at the start of the period and ramped to 24.7 cmh20. By the end of the period, pil verified that proper pressure was being administered. Device and manometer tracked together and were within .3cmh20 of each other. Device was within spec of the dreamstation asv user manual. Pil observed the following from an internal and external inspection: missing air inlet filter. Unknown tan contamination (dust-like) at the air inlet of the blower box. Unknown white, and black contamination (dust like), (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Tiny unknown brown specks of contamination (dust-like), on the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Tiny unknown, and black (inconsistent with degraded sound abatement foam), specks of contamination in the bottom enclosure. The source of contamination was most likely external to the device. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. Pil was not able to confirm the complaint or address the symptoms specified. Pil was unable to retrieve care orchestrator data. Review of the device log showed: errors logged: 0 errors were logged. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.